Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer was unable to clear the alarm and unable to complete insulin pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. Customer stated that the drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded home switch noted. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test.